Event description:
A malfunction alarm was reported, identified by code malf 12, and occurred without any notable events preceding it. There was no adverse impact on the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, after which the malfunction did not recur, and the customer was advised to continue using the pump. Caller was instructed to report back if any further malfunction codes appeared.